Event description:
It was reported this artificial urinary sphincter was no longer working. The patient is experiencing recurrent incontinence. It was noted that the physician suspects atrophy is the cause of the issue. The device was explanted and replaced. The balloon remains implanted. No patient complications were reported.